Manufacturer narrative:
Silicone ultraviolet-absorbing posterior chamber three piece foldable intraocular lens (elastimide®). (B)(4). Method - lens work order search. Results 100 - visual inspection of the returned product showed a haptic was bent and a clear surgical residue on the lens. A lens work order search was performed and there were no similar complaints found within the work order. (B)(4).

Manufacturer narrative:
Method - device history record review results - a review of the device history record was performed and nothing was found within the manufacturing process of this lens that was the root cause of the complaint. Conclusion - based on the complaint history, work order search, device history record review and the evaluation of the returned product, a specific root cause of the event could not be determined. Claim # (B)(4).

Event description:
The customer reported they were in the process of loading the +24.0 diopter aq2010v three piece silicone lens when they noticed the bent haptic on the lens. There was no patient contact. Reporter stated the lens was received in this condition.